Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (reset during pulse testing) was confirmed. As received, the monitor passed incoming functional testing at zoll manufacturing corporation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Review of the downloaded data indicates that the monitor was intermittently resetting during pulse testing at the distributor. The root cause for the resets was isolated to noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A PMA supplement ((B)(4)) for a design change to address this issue was considered approvable by FDA on 09/11/2015. No adverse event resulted from the pulse test reset.

Event description:
A us distributor returned a monitor indicating that it reset during pulse testing.